Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately detected an episode as ventricular fibrillation (vf) when it was thought to be atrial fibrillation (af) with rapid ventricular response. The episode was indicated to have been in appropriately treated with anti-tachycardia pacing and was terminated. No patient complications have been reported as a result of this event.